Event description:
A malfunction code 3-0x2095 was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump needed replacement, and they received a replacement pump to ensure insulin delivery was not interrupted. The original pump was not returned, and the customer's shipping address was confirmed for the dispatch of the replacement.